Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between october 25-28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a purple bag that contained the infusor device which suggested leak. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from unspecified location and the solution was contained within the overpouch. The issue was noted when the outer overpouch was opened prior to patient use and the leaked fluid was noted at the bottom of the purple-inner bag. The device was filled with 3300mg fluorouracil in 0.9% sodium chloride having a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.